Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached its charge time limit during recent cap maintenance. No intervention was performed. The patient experienced no consequences.